Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy would not inflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff def lated immediately. A visual inspection was performed and it was observed the cuff presents a small tear.

Event description:
Medtronic received a report the cuff on the tracheostomy would not inflate. Customer indicated there was no patient involvement with this event.